Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a case of pocket corneal haze of the right eye post presbyopic corneal inlay.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, attempts have been unsuccessful and no information has been provided. The system history shows that the laser was verified successfully prior to and after the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, attempts have been unsuccessful and no information has been provided.